Manufacturer narrative:
(B)(4).

Event description:
Additional information was received stating postoperative control was planned for the following day due to the event.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: iol returned positioned incorrectly in the iol case. The iol is immersed in solution. One haptic is broken/torn and adhered to the optic surface with solution. The optic is torn/split-cut and scratched/marked-rejectable. The optic edge is nicked/chipped-rejectable. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related and the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, one of the haptics was broken and noticed upon lens implant. The lens was removed from the patient's eye and a backup lens was implanted. Additional information was received stating the patient was hospitalized and received an antibiotic treatment. The event resolved with treatment.